Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 70 mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcated stent graft was landed approximately 0.5cm below the right lowest renal. It was stated that an angiogram was after all the stents grafts were implanted, were a type 1a endoleak was noted. The physician then decided to implant an endurant cuff, however a small type 1a endoleak was still remained, but the physician was satisfied with the procedure. As per the physician, cause of the event cannot be determined. No additional clinical sequalae were reported and the patient will be monitored.